Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13641. The pt has two leads from two different lot numbers. It was reported the pt had lost stimulation coverage. A sjm representative met with the pt and found multiple invalid electrodes. Reprogramming with the existing electrode was unable to provide adequate stimulation. X-rays identified the left lead had migrated. Surgical intervention may hbe taken at a later date to address the issue.